Event description:
Hcp reports patient developed overdose symptoms post refill. Hcp reports programming was being done to administer a low dose. A decimal point was inappropriately placed (0.76mg/hr wa sprogrammed instead of 0.076mg/hr) and resulted in administration of a massive dose of mso4 and baclofen. Patient developed overdose symptoms and was sent to ER. On admission to the patient was found to febrile and had a moist productive cough. Patient remains under treatment in the hospital for pneumonia with co2 retention and some kidney failure with a uti. Patient has been fragile health and has multiple comorbidities.